Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a battery pocket infection. The factors that led to the infection were unknown. No diagnostics/troubleshooting steps were taken. The system was explanted and the issue was resolved. The device was discarded and would not be replaced in the future and the patient's status at the time of report was alive with no injury.